Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The problem was confirmed. Upon further inspection, electrode belt had pins that were bent inside the connector. One pin was completely missing. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. No adverse event resulted from the bent pins. The patient received a replacement electrode belt.

Event description:
The nurse of a male patient contacted lifecor customer support to report that the patient's electrode belt came loose. The nurse claims that the electrode was not loose on his skin. Support tried to walk her through the system and checking each electrode and the cables to find out exactly what came loose. The nurse was uncomfortable with the device and insisted a patient services representative (psr) visit them to check figure out the problem. The psr stated that the electrode belt was missing a pin. The psr exchanged the patient's electrode belt.